Event description:
Philips received a complaint on the earlyvue vs30 indicating that the non-invasive blood pressure (nibp) readings were too high. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the nibp pump required replacement. Based on the information available and the testing conducted, the cause of the reported problem is the nibp pump. The reported problem was confirmed. A replacement nibp pump was ordered and shipped to the customer site to resolve the issue.